Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37791, serial# unknown, product type: recharger product ID: pnma01411a004, serial# unknown, product type: recharger. (B)(4).

Event description:
The consumer reported discomfort while charging. The patient had issues while charging. The patient's battery level had dropped down drastically so he charged the implantable neurostimulator (ins). The patient was able to get about four coupling bars. It took a long time to charge the ins battery and the battery site was getting very hot, was red, and was weeping. However, the swelling, redness, and weeping started to drop some. When the patient had the recharging antenna over the ins with the belt, the ins site hurt like a "son of a gun." The patient was intermittently getting shocking sensations at the ins site. The patient also had positional overstimulation. When the patient turned, it really "nailed" him in the leg. The patient had spinal cord stimulation for his back and his leg and had higher amplitude settings for his leg than he did for the back. The patient had recently had surgery and the event occurred during post-operation (this report was made six days after implant). The patient had contacted his healthcare provider (hcp) and after sending the hcp a picture of the ins site, the hcp said, "it might be the wound yet from surgery." The patient's relevant medical history included non-malignant pain and complex regional pain syndrome type ii. Additional information received from the hcp via the manufacturer's representative (rep) reported a warm sensation at the battery site and a periodic jolting sensation. It was unknown what led to the event. There was swelling at the surgery site. No diagnostics were performed at the time of this report. Actions taken to resolve the issue included instruction of the patient to shut the battery off to see if the warm sensation would go away. It was unknown if the issue was resolved at the time of this report. Surgical intervention had not occurred and it was unknown if any surgical intervention was planned. The rep later reported that he had spoke with the patient the evening the patient made the first report, (B)(6) 2015. The patient had shut off his device to see if the warmth went away, but it had only been a short time and the patient had not noticed any changes. The patient was going to call his clinic to schedule an appoint. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the healthcare professional via the manufacturer representative reported that the patient had stimulation off since the last appointment. The healthcare professional reported that the incision looked good and there was no swelling. There was less to no burning when stimulation was on. It was also reported that the patient was able to charge normally with no apparent issues except some warming over the implantable neurostimulator (ins) site, which was normal. If additional information is received, a follow up report will be sent.

Event description:
Additional information was received on (B)(6) 2015 from a company representative (rep) stating that they had seen the patient and found the measured impedances to be within normal limits. Charging was reviewed and the implantable pulse generator (ipg) was turned on for less than 30 seconds to assure coverage. A different rep was scheduled to see the patient regarding the positional issue. This other rep stated that they had seen the patient, and they seemed to be doing okay with the stimulation in their leg. No additional issues were reported, and it was noted that the original programming seemed to do the best job for the patient.